Manufacturer narrative:
The device was not returned for evaluation. No product malfunction was alleged. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed away while wearing our device. The patient's wife reports that it was a blood clot. The wife reported that the patient was on a lot of medications, she did not know the names of them. One of the medications was for blood pressure however the caller did not know the name of this medication or any other medication he was taking. The patient was not hospitalized before the time of death.